Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. B3: date of event is estimated d4: a partial UDI was provided as the lot number is not known.

Event description:
It was reported that this was a venotomy closure of the common femoral vein using a prostyle device after an electrophysiology (ep) interventional procedure using a 6f sheath. Reportedly, hemostasis was achieved with the prostyle sutures after the ep procedure. Later that evening after the procedure, the patient complained of leg pain and the patient had a cold leg. Surgery was performed and it was found that the prostyle suture was around the superficial femoral artery (sfa). It was believed that the prostyle suture had captured both the vein and sfa which caused the occlusion (cold leg). Surgery was performed to repair the vessel. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and complaint handling system reviews could not be conducted because the lot number was not provided. Corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The patient effects of occlusion and pain are listed in the prostyle instructions for use (IFU), as a potential adverse event associated with use of the suture mediated closure devices. The investigation was unable to determine a conclusive cause for the reported difficulties. Factors that may contribute to a backwall stitch include, but not limited to, vessel pinched by suture, lateral puncture or the device used in a femoral vessel < 5mm. The patient effects and treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.